Event description:
Chronic pain, headaches, tightness of the chest/thorax from neck to waist, shortness of breath, fatigue, joint pain, hair loss, skin issues, keratotic/dark spots all over my chest, difficulty sleeping, lack of focus and many more side effects since the sientra gel implants were placed. I've seen a surgeon about encapsulation (which continues to worsen), but he did not help. I've been to another md to discuss explanation, but am concerned about the procedure and need more info. Also, need more reassurance and a recommendation to see who is experienced in doing this type surgery. FDA safety report ID # (B)(4).